Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00663. It was reported that the patient was experiencing ineffective relief from their scs system as well as pain at the site of their ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing ipg pocket pain. The patient had not used the device in about 3 years. As of (B)(6) 2023, surgery had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.